Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of button error alarm. The customer's blood glucose level was 422 mg/dl at the time of the incident. The customer treated with the pump. The customer stated that they had problems with the buttons responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was not returned for analysis.